Manufacturer narrative:
Device evaluated by MFR.: mustang 12.0 x 80, 135 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear starting at approximately 10 mm from the proximal end of the proximal markerband extending the whole balloon length to approximately 10 mm from the distal end of the distal markerband. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres for several seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lliac vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres for several seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.